Manufacturer narrative:
The insulin pump uploaded properly using carelink. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion and force sensor test. No unexpected insulin flow blocked alarms/no delivery/occlusion alarm noted during testing. Analysis was unable to perform the displacement test, occlusion test and the delivery accuracy test due to detached retainer. The insulin pump had also had a missing reservoir tube o-ring, minor scratched display window, scratched case, fading serial number label, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had an accident. It was reported that both them and the insulin pump got ran over by a car. It was reported that the customer was hospitalized with high blood glucose of 24.2 mmol/l. It was reported that the customer thought the insulin pump was still working. The insulin pump was returned for analysis.